Manufacturer narrative:
H3-device evaluation is not required. H6-clinical code. 4581: significant reduction in iridocorneal angles, iris atrophy secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with significant reduction of iridocorneal angles, glare/haloes and iris atrophy. In a separate visit the lens was removed and replaced for a shorter length lens. The replacement lens resolved the problem.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).